Manufacturer narrative:
The sample was discarded by the hosp and unavailable for investigation. Without a lot number, we are unable to review the device history record. A corrective action has been opened to investigate and determine the root cause of this type of failure.

Event description:
A 1.9 fr catheter broke. Breakage occurred in the area of the catheter proximal to the oval disk (closer to pt than the oval). Reporter did not have the info related to the case and didn't remember much about it. Reporter also stated that she did not have the time to look for the info.